Manufacturer narrative:
Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the evaluation of the sample, partial deployment of the stent graft was confirmed. The outer sheath was identified elongated which indicates excessive force. The system was appropriately flushed but the the information about the accessories used is not provided. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." The instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding tortuous anatomy the instructions for use states "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy. Regarding the precautions the instructions for use states: 'higher deployment force may be encountered on longer length stent graft'. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: d4 (expiry date: 12/2022), g3 h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during stent deployment procedure on right iliac artery via left femoral artery, the stent allegedly failed to deploy. It was further reported that stent was removed and another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during stent deployment procedure on right iliac artery via left femoral artery, the stent allegedly failed to deploy. It was further reported that stent was removed and another stent was used to complete the procedure. There was no reported patient injury. Patient gender: male. Age: (B)(6). Complaint: chest pain. Preoperative diagnosis: abdominal aortic dissection, involving right iliac artery dissection. Surgical plan: intraluminal isolation by stent graft in abdominal aorta + stent graft placement in right iliac artery. Measurement data: the diameter of the abdominal aorta is 18mm, the right iliac artery stent is 12mm. Approach: punctured the left femoral artery for stent placement in abdominal aorta, and a bard stent graft fvl14100 used to cover the right iliac artery dissection. Stent: stent fully flushed: yes. Delivery system straightened: yes. Detailed description of the problem: the procedure was performed on (B)(6). Disinfected properly, successfully punctured the left femoral artery, guide wire reached the desired location, selected one lifegen stent graft to isolate the aortic dissection. Prepared to deploy the bard stent graft fvl14100 from the left femoray artery through the traversing sheath. The stent was flushed sufficiently and the advanced to the desired position over the guide wire. However, the stent was unable to be deployed and therefore was withdrawn by the operator. It was replaced with a new fvl14080 stent. How to address: removed the damaged stent and replaced with a spare stent. Does the doctor have relevant use experience: yes